Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was intermittently inaccurate. Customer's blood glucose reached 150-164 mg/dl. Customer reloaded the cartridge and received an accurate fill estimate.